Event description:
No additional information.

Manufacturer narrative:
Correction: (b) date of event - the date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle free valve was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that pt and pt's wife reported they were not able to reconstitute one of the vials.